Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the pyxis system was not communicating with the cii safe. A technical support specialist (tss) re-ran the report on the application server and found no issues. The customer indicated that the reports were not running any loads. The tss checked the device inventory and had not found any refill information, since the minimum number set was 8 and the medication didn¿t go to that number yet. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a communication failure with cii safe. Despite the customer's efforts to resolve the issue by rebooting the station, the problem continued. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.